Event description:
A consumer reported that he has been examined several times but is still not seeing well following intraocular lens (iol) implant surgery. He was told by two doctors that the "lens is rough and it will smooth out" and the lens appears to be wrinkled in the middle. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to FDA on: 05/28/2009.